Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead. The threshold was lowered but the stimulation recurred, so the threshold was lowered again. The lead remains in use and no further stimulation has occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).